Event description:
During product service by a technician, a flogard infusion pump was found to have damaged force sensing resistors. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. The cause of the damaged force sensing resistors could not be determined. To correct the condition, the force sensing resistors were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.